Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 31 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was explanted due to dislodgement. The patient received a system upgrade, and a few hours later the patient fell. It is unknown if the lead dislodged before or after the fall.